Event description:
The customer report that the side-firing fiber forward fired at 358,822 joules during a prostate procedure. The procedure was completed with a second fiber. It was reported that there was no pt injury.